Event description:
It was reported the patient had pain at the site of their implantable neurostimulator (ins). It was also stated the patient¿s device was freely moving in the pocket. It was later reported, the patient¿s pain still continued at the ins site on (B)(6) 2013. It was also reported, the patient had a surgical revision of their implantable neurostimulator (ins) on (B)(6) 2013 and the patient¿s device was reprogrammed. It was later reported, the patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)